Event description:
It was reported that the customers blood glucose (bg) decreased at night to 48 mg/dl. Reportedly, the customer consumed food and drank soda to address low bg. The customer continued to use the current pump for insulin therapy.